Event description:
Reportedly this valve was explanted after 16 months implant duration due to severe mitral regurgitation. Pt also showed symptoms of shortness of breath when walking. When valve had been originally implanted, md had noted that one of the leaflets had been obstructed by a chordea. Chordea was cut and pt was fine. Valve was replaced with another valve.